Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
Clinical study patient underwent primary right total ankle arthroplasty. Subsequently it was reported the subject is presenting with tibial implant loosening with onset 5 years, 2 months post procedure. As of now, there is no treatment planned and the device remains implanted in the subject.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10: ref 00830002200, lot 62290840n; talar component. Ref 00830005200, lot 62214704; poly insert. Ref 00235701704, lot 61876258; fibular plate. G2: foreign: canada. Study: tmankle_u1107e. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. Medical records identified the following: clinical study patient underwent primary right total ankle arthroplasty and no complications were noted. The patient had a first revision due to subluxation and a second revision due to pain, impingement, and implant fracture. It was reported the subject is presenting with tibial implant loosening with onset. As of now, there is no treatment planned and the device remains implanted in the subject. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.